Manufacturer narrative:
This complaint is confirmed and should be recorded as user related. The product implicated is a peg 20 fr deluxe feeding tube. Returned for evaluation is a damaged 260 cm ptfe coated guidewire with its blue flush through hoop. The damaged incurred to the 260 cm guidewire exhibits severe elongation of the outer coils. With the outer coils being severely elongated the green hydrophilic coating is sheared away from the outer surface. The center core wire has broken from its distal weld tip. It should be noted that the distal weld tip is missing from the sample. The guidewire has been subjected to severe stress. It is not known if the guidewire was hydrated within the blue hoop prior to placement. This appears to be a user technique issue. No manufacturing defect was noted during gross and microscopic examinations. The product instructions for use (IFU) gives instructions on proper placement techniques.

Event description:
Facility reported that the guidewire broke upon insertion and allegedly came unravelled when pulled out.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. A lot history review of huyl0878 showed no other similar product complaints from these lot numbers. The MFR has not received a sample for eval.